Event description:
The customer reported a suspected over-infusion of an unknown fluid. The pump module was programmed to infuse 125ml/hr but the entire liter infused over 4 hours.

Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed through a review of the log or through testing. Physical inspection showed that the right iui has two damaged ribs. Review of the pcu event log showed no obvious programming errors that would account for an over infusion. There was no record of any device connected using the customer stated rate of 125 ml/h. There was only one primary and secondary infusion on the suspect channel programmed on the reported event date. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The customer did not return the administration set in use at the time of the event, therefore testing could not be performed on the set. The root cause of the complaint was not identified in this investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a suspected over-infusion of an unknown fluid. The pump module was programmed to infuse 125ml/hr but the entire liter infused over 4 hours.